Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. It was reported that during the pump replacement due to eri (elective replacement indicator), the surgeon could not aspirate through the cap (catheter access port). The surgeon spoke with the family and elected to remove the pump and not replace. The patient elected at a later date to remove the catheter for a full explant. There were no known environmental, external or patient factors that may have led or contributed to the issue. No pre-op troubleshooting was performed. After the pump was removed on (B)(6) 2024, the patient was admitted to the hospital with opioid withdrawal symptoms. The patient elected to have the catheter removed which was done the day of the report. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 26-jul-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.